Event description:
It was reported that medfusion 3500 pump, alarming, blank screen. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed there were counterfeit tamper seals on the device, the right plunger case was cracked, and non original equipment manufacturer top case and battery were found on device. Functional testing involved powering up the pump and it was found that the lcd was blank. The investigation determined that the lcd display connector became loose from the main printed circuit board as a result of incorrect assembly by the customer.